Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0mqlw, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient experienced pain at the implant site on and off since implant. A week after implant, the patient¿s right leg was paralyzed. The patient was able to move their leg after their stimulator was turned off in urgent care. A few weeks later, stimulation was turned on and the patient could move their leg. They still had some limitations though. On (B)(6) 2015, the patient started having issues with their left leg. They could not pick up their leg while walking or lift it to get into bed. The patient could feel their leg. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.